Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used to capture surgical delay. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, during a retrograde intramedullary nailing of femur, as the unknown nail was implanted and the aiming arm was took off, the nail was noticed too buried. The surgeon was watching the knee while taking x rays and not the hip, he hit the nail down too far in this view. The surgeon tried to use the extraction bolt but the threads were too stripped to use. The nail was not explanted and was just backed up using another extractor device. There was no issue getting the insertion handle back on. Unknown cables were also used and went to insert a 1.7 cable through the gun but it would not pass. Something happened to the 1.7 cable lock and was jammed and broken. Backup devices were available. There was a 2 minute surgical delay. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown aiming arm (part # unknown, lot # unknown, quantity # 1), unknown insertion handle (part # unknown, lot # unknown, quantity # 1), unknown cable (part # unknown, lot # unknown, quantity # 1), unknown tensioning instrument (part # unknown, lot # unknown, quantity # 1). This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was watching the knee while taking x rays and not the hip, he hit the nail down too far in this view. The surgeon tried to use the extraction bolt but the threads were too stripped to use. The nail was not explanted and was just backed up using another extractor device. There was no issue getting the insertion handle back on. There was a 2 minute surgical delay.

Manufacturer narrative:
510k: this report is for an unknown tfn nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a retrograde intramedullary nailing of femur, as the unknown nail was implanted and the aiming arm was took off, the nail was noticed too buried. The surgeon tried to use the extraction bolt but the threads were too stripped to use. There was no issue getting the insertion handle back on. Unknown cables were also used and went to insert a 1.7 cable through the gun but it would not pass. Something happened to the 1.7 cable lock and was jammed and broken. Backup devices were available. It is unknown if there was surgical delay, procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1), unknown aiming arm (part # unknown, lot # unknown, quantity # 1), unknown insertion handle (part # unknown, lot # unknown, quantity # 1), unknown cable (part # unknown, lot # unknown, quantity # 1), unknown tensioning instrument (part # unknown, lot # unknown, quantity # 1).  This is report 3 of 3 for (B)(4). This report is for unknown tfn nail.